Event description:
It was reported that a participant in the ilet experience study submitted a survey indicating a hyperglycemic event described as ¿high sugar,¿ with cause unclear, and no alerts or alarms reported. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization and no other reported clinical impact. Investigation included outreach to obtain additional event details and blood glucose questionnaire responses. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no device alarms were indicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.